Event description:
Related manufacturer reference number: 3006705815-2022-00712 and 3006705815-2022-00713. It was reported that the patient was unable to set their ipg to MRI mode. Diagnostics revealed that a lead had high impedances on all contacts. As a result, surgical intervention occurred on (B)(6) 2022 and the whole system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.